Event description:
It was reported that the patient's system was explanted because the patient needed an MRI scan for urethral diverticulum. It was noted that there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v565966, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.